Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - impact code. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was unknown if an autopsy was performed or if the device was explanted. No product was returning for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction, sepsis, and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "ongoing patient assessment and care") also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to sepsis and multi organ failure. This was not considered device or therapy related. Pre-implant the patient was on extracorporeal membrane oxygenation (ECMO). After implant the patient required continuous renal replacement therapy (crrt), and a right ventricular assist device (rvad). The patient developed acinobacter & klebsiella in endotracheal tube. The patient was treated with antibiotics but could not be saved. It was unknown if an autopsy was performed or the pump was explanted. The device operated as expected. The pump would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.